Event description:
Literature was reviewed regarding treatment of refractory post-hypoxic myoclonus and focal epilepsy with subthalamic nuclei deep brain stimulation.  The following medtronic devices were used: percept pc, sensight leads model b33005m. Among the patient's adverse events / device product performance issues included: there is concern that the leads were placed more ventrally or medially than is ideal for stimulation. The patient experienced difficulties with fine motor tasks at work. The patient began developing personality changes that were described as episodes of emotional lability, impulsivity, and mania. The patient turned off dbs on nights where they felt their constant irritability had built up to an unbearable level, which would happen on average once every two months. The patient experienced difficulty walking. No significant change was seen in action myoclonus or functional scores and they had no rest of stimulus-induced myoclonus on or off stimulation.  When asked to fill out form 1 of the imrs in terms of before dbs and after dbs at 5 months, they noted a 73% improvement in myoclonus. Umrs section 1 questionnaire included speech as a 3 prior to dbs and a 1 five months after dbs, handwriting a 4 prior to dbs and a 1 five months after dbs, hygiene a 3 prior to dbs and a 2 five months after dbs, dressing a 4 prior to dbs and 2 five months after dbs. Umrs section 4 included close eyes 1 stimulation off and a 4 stimulation on, right and left arms 8 stimulation off and an 8 stimulation on, right leg a 4 stimulation off and a 4 stimulation on, left leg an 8 stimulation off and a 4 stimulation on.  Umrs section 5 included right hand spiral, pouring water, and soup spoon a 1 stimulation off and a 1 stimulation on, and left hand spiral a 1 off stimulation and a 2 on stimulation. Patient still had issues playing video games, typing with their left hand and playing cards. Patient did not feel they could cook comfortably yet. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: ID neu_unknown_lead (serial: g2: citation: authors: tharp e, hafeez mu, gavvala j, pati s, tandon n, mehanna r. Treatment of refractory post-hypoxic myoclonus and focal epilepsy with subthalamic nuclei deep brain stimulation. Parkinsonism and related disorders 127 2024. Doi: 10.1016/j.parkreldis.2024.107056 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.